Event description:
Customer reported the system locked up while rotating the image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the system software and the calibration files. System operates as intended.